Manufacturer narrative:
Routine test confirmed that this device was installed by the customer in (B)(6) 2009 and that it had performed to spec up to (B)(6) 2012. Investigation did not confirm the fault reported by the customer and during testing the device was shown repeatedly to have connected to (B)(4). Furthermore, the investigation found no fault with the device or any component with the device. The pad pak, which contains the electrodes and batteries, is labelled for single use bu the samaritan pad 300 and 300p devices are for multi-use.

Event description:
No pt involved in this event. The end-user reported that the device would not connect to (B)(4), which is software that enables data to be downloaded from the device.